Event description:
Insulin pump and glucose monitor provides inaccurate measurements which resulted in lows or high sugar levels. The continuous glucose monitor does not work. Results from it are not accurate causing high and low blood sugar. Low blood sugar can induce a coma and result in hospitalization.